Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was return for analysis. The balloon was not ruptured but there was a tear in the outer member causing the inflation difficulty which was most likely perceived as a rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual and functional return analysis, there is no indication of a deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed mid left anterior descending artery. A 3.0 x 20 mm trek balloon catheter was advanced to the lesion for pre-dilatation. When pressurized to 4 atmospheres, the balloon ruptured. The procedure was successfully completed with another catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.